Event description:
Spontaneous. Patient's wife reported they had been infusing patient since 1 p.m. And it had been 4 hours and there was still medication in the syringe. She stated there were no kinks in the line. Advised patient we can replace freedom 60 pump. Counseled patient's wife on how to administer medication via manual push. No adverse events or missed doses reported. Pump available for return. No further information. Reported to (B)(6) by pt/caregiver.